Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning poreperly and passed all functional testing. After testing, it was concluded that the device oeprated within specifications.

Event description:
It was reported by the customer's mother, that the customer's insulin pump has a cracked reservoir compartment. It was stated that the reservoir is not in place. Customer's blood glucose level at the time of the call 100mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.